Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions indicated a ventricular fibrillation episode where a shock was delivered. Further review revealed that the shock was inappropriate. The implantable cardioverter defibrillator exhibited high frequency noise due to electromagnetic interference (emi). A recommendation to avoid external emi was made. No further information is available.

Event description:
New information received noted that the previously reported event of shock had not occurred again. Review of the electrocardiograms (egms) had suggested the noise may have been due to electromagnetic interference (emi). The event had occurred when the patient touched a light in the pool while swimming. The patient was aware of the shock but was fine. The event had not reoccurred.